Event description:
The customer reported a failed op check. It was later clarified there was a charge/shock failure - therapy pca is the status log. A charge/shock failure could impact the delivery of therapy and is therefore reportable.

Manufacturer narrative:
(B)(4). The customer reported a failed op check. It was later clarified there was a charge/shock failure- therapy pca is the status log. A charge/shock failure could impact the delivery of therapy and is therefore reportable. The device was evaluated by a philips fse. The reported symptom was confirmed by errors in the status log. The therapy pca was first replaced but did not resolve the issue. The capacitor assembly was replaced and this resolved the issue. The device passed all testing and remains at the customer site for use. The hv capacitor caused the malfunction. Replacement of the capacitor resolved the issue.